Manufacturer narrative:
G4: 19oct2020 b4: (B)(6) 2020 it was reported to philips that the device failed the electrical safety test. The device was not in use at the time of the event. This issue occurred during testing. The customer requested that a philips field service engineer (fse) be dispatched to the customer site and confirmed the issue. The fse replaced the data acquisition (da) pcba , tubing kit, cooling fan, ac inlet, and the o2 manifold bracket to resolve the reported issue and the device returned to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06/23/2020.

Event description:
The customer reported a ventilator with an electrical safety failure alarm. It was also observed that there was a failed leak test. It is unknown when this event occurred. There was no allegation of harm associated with this event.